Event description:
The biomedical engineer reported the ventilator was failing air flow testing due to no flow output. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The biomedical engineer reported during further testing that flow was observed when no air flow was set. The failure as reported may result in a failure of gas delivery during operation. As the device was out of warranty, the biomedical engineer contacted mfrs product support who advised evaluation of the gas delivery system or data acquisition pcb board. The biomedical engineer reported he performed troubleshooting by replacing the gas delivery system and found the gas delivery system was faulty. He replaced the gas delivery system and the problem was resolved.

Manufacturer narrative:
Device out of warranty; no request for mfrs service. Results - gas delivery system.